Event description:
Consumer reports injecting b12 (dr. Perscription) into upper arm and experiencing a needle break off. Unable to retrieve needle from arm, (had done so in the past) and went to ER for physician removal.